Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console alarmed ec 212 and 213 " inadequate fill" during the case . There were no reported patient complications.

Manufacturer narrative:
The console was evaluated and the reported complaint and error codes could not be duplicated. The console was tested and it passed all operational verification tests.